Event description:
It was reported that the patient was "feeling pacing and position" of the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4): the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the proximal conductor was distorted, the distal conductor was cut, all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was breached cut, the outer insulation was breached cut, there was a white substance on the outer insulation, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.